Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg implant site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the pocket was repositioned and the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored and the patient's issue was resolved.